Manufacturer narrative:
The device is retained by hospital and not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venous closure of a vein using a prostyle relative to an electrophysiology procedure. Reportedly, although the footplate lever was closed, the feet did not retract into the guide after deployment. The device was removed without an adverse patient effect and an additional device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that this was a venous closure of a vein using a prostyle relative to an electrophysiology procedure. Reportedly, although the footplate lever was closed, the feet did not retract into the guide after deployment. The device was removed without an adverse patient effect and an additional device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure. Subsequent to the previously filed report, the following information was received: a little resistance was noted during removal, then the device came out. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.